Manufacturer narrative:
Additional information: no difficulties noted when removing the protective sheath/stylette. The inflation device remained on neutral pressure during delivery of the device. Non-medtronic balloons were used in an attempt to recapture and inflate the dislodged stent at the lesion site. The dislodged stent was successfully inflated at the lesion site using 1.5 mm, 2.0 mm, and 3.0 mm balloons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when the stent became dislodged in-vivo during removal following a failed delivery. The stent was unable to be advanced through the calcified lesion, and the stent dislodged from the delivery system when the undelivered stent was attempted to be removed. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a mildly tortuous, moderately calcified lesion located in the distal right coronary artery (rca). The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device, and excessive force was not used during delivery. There was difficult/slightly abnormal rca take-off. A non-medtronic guide extension catheter was being used during the procedure. The dislodged stent was not removed from the patient. An attempt was made to recapture/inflate the stent using a 1.5 balloon, 2.0 balloon, and 3.0 balloon at the lesion. No further patient complications were reported as a result of this procedure.